Manufacturer narrative:
Device will not be returned for eval. If the device or add'l info becomes available, it will be reported on a supplemental report.

Event description:
Surgeon reported to our sales rep during the surgery, he tried to lock the nail distal, but the sleeve was too high. Nevertheless, the surgeon reported that he could complete the surgery.